Event description:
The customer stated that the central monitoring system (cns) display does not function or turn on. They have checked the cables and have confirmed that they are connected. MFR ref # 8030229-2014-00093.

Manufacturer narrative:
The customer is currently using a spare display that they had onsite. The customer purchased a new display which is being sent to them, and the old defective unit was discarded by the customer.